Event description:
Healthcare professional reported right side "deflation". The device has been explanted and replaced. Device has been returned.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/16/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the device identified red, white, and yellow particles on the outer surface of the device. Visual analysis of the device identified delamination of the plug strap disk shell. Creases were observed on the shell and a sharp opening was observed on the posterior. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.